Event description:
It was reported that during central processing, there was an issue with the instrument. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that central processing staff found loose and broken gray cables in the instrument¿s wrist post-surgery, and they did not notice until after reprocessing. The wrist moved freely, with little to no impediment. As per information from the or staff, the surgery had to be completed with a backup da vinci instrument. They did not see frayed cables during the surgery, but the instrument stopped responding when making an open and close movement, so they decided to quickly change the instrument to finish the surgery. No patient harm was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.